Event description:
ICU medical IV filter tubing product began leaking at the tubing/filter connection shortly after being attached to the ICU medical plum 360 infusion pump to infuse at a rate of 216ml/hr.